Manufacturer narrative:
A review of the customer provided image was performed by an isi failure analysis engineer (fae) and the following additional information was provided: the main tube appeared to be broken where it meets the proximal clevis. It is possible the damaged could have caused the proximal clevis to dislodge, thereby, causing the difficulty in removal as reported. The grip tang did not appear to be dislodged. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the surgeon stated the force bipolar instrument was not moving in its usual way. When removal was attempted, the instrument became caught on the port, thereby, not allowing for removal. As a result, the port and instrument were removed together, and the tip of the instrument had to be cut off to allow the port to be removed from the instrument. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 47.89 mm from the distal tip. A piece measuring proximately 3.87 mm was missing from the main tube and not returned with the instrument. Components adjacent to the broken main tube did not show damage which may indicate potential mishandling/misuse. As the instrument was returned with a broke main tube, no tip motion test could be performed due to the damaged condition. The probable root cause of the broken main tube and resulting inability to perform motion tests is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no abnormalities noted to the instrument prior to removal. The instrument was noticed to be bent when it became stuck on the port. It was further confirmed that the issue with the instrument's movement did not involve an inability to move the instrument at all, the instrument moving freely with uncontrolled motion, movements that did not scale appropriately to the instrument, the instrument moving in an unintended direction, or inappropriate timing of instrument movement. Furthermore, the issue did not result in fragments falling into the patient anatomy. A photographic image of the instrument damage during use was provided for review/reference. A review of the provided image was performed by an isi failure analysis engineer (fae) and the following additional information was provided: the image revealed the proximal clevis dislodged from the main tube. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.